Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead exhibited noise. It was further reported that the lead exhibited oversensing. The patient is part of the system longevity study (sls). The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the lead exhibited noise. The lead was explanted and replaced. No patient complications have been reported as a result of this event.